Event description:
It was reported, the patient had a possible infection. The patient developed a red and puffy pocket around the battery months after the replacement. The patient experienced symptoms of redness, swelling, and burning sensation at the device pocket. Antibiotics were given to the patient and blood lab work ws being done. The patient was seen on the day of report at the clinic and impedances were checked. Impedances were measured to be normal. The red and puffy area had been slowly healing and appeared to be returning to normal color and texture. The area around the implantable neurostimulator (ins) was still a bit red, but not swollen. When the patient was seen in the clinic, they were four days shy of finishing a round of antibiotics and the pocket was looking much better. The health care provider reported that labs were totally normal showing no active infection.

Manufacturer narrative:
Product ID 39286-65 lot# va0nmsq006, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).